Manufacturer narrative:
An event of valve leakage was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 29 mm epic mitral valve was implanted. Intra-operatively, a posterior perivalvular leak was noted and could not be repaired. The valve was explanted and replaced with a second 29 mm epic mitral valve. Per the user, there were no issues with the explanted valve. The patient is reported to be stable.

Event description:
On (B)(6) 2017, a 29 mm epic valve was implanted. On an unknown date, the valve was noted to be leaking. The valve was explanted and replaced with an unknown valve.